Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying a battery indicator. The medical affairs specialist (mas) spoke with the patient on august 28, 2008 and obtained the following information. The patient reported that the alleged issue started approximately 1 week prior to contacting lfs. Despite the issue, the patient claimed she continued to take her basic dose of 70/30 insulin (34 units, but also adjusts based on meter readings). Sometime after the issue began (date/time unknown), the patient reportedly became shaky and treated self with food. The patient claimed she felt better afterwards. At the time of troubleshooting, the cca discovered that the patient did not replace the battery in the subject meter as recommended in the onetouch ultra owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.